Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. The pump was also received with the serial number label faded. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose value was 145 mg/dl. Customer stated that the display was flashing. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.